Event description:
Int'l (B)(6) complaint received reporting an incident/usage error where an incompatible glass syringe was used with 011-c1000 clave connector during an emergent procedure. It was reported that "...a pt on (B)(6) hosp intensive care unit required emergency medication adrenaline to be administered. A prefilled glass syringe (B)(6) was used. This was mated to the c1000 clave attached to the pts central venous catheter. The medication was unable to be administered as the tip of the clave...lodged in the luer of the glass syringe broke off... They removed the clave and administered another separate dose of the same medication...". Emergent procedures/treatments resumed but due to the pt's existing medical conditions, the emergent procedures were not effective. Pt expired several hrs later. Device return status: the glass syringe and clave connector were retained by the hosp and are not available to be returned for analysis and confirmation.

Manufacturer narrative:
F/u info/investigation: distributor product reps report the facility/clinician(s) "...clearly disassociated the clave and glass syringe incident with the pt's subsequent death...as the intended dose of adrenaline was administered. Facility reported does not stock glass syringe adaptor accy devices (such as the mfrs cs25) as the syringes they previously used were understood to be compatible with clave connector (minijet). The distributor immediately met with facility staff/mgmt to provide cs25 adaptors, conduct in-servicing and f/u training as well as providing posters/graphic materials. Additionally, distributor provided cs25 adaptor device inventory for hosp central supply and emergency trollies. Conclusion: the clave directions for use states the clave is compatible with iso male luers having an internal diameter between 0.062" and 0.110". The clave connector is typically not compatible with glass syringes which have an internal diameter (ID) of approximately 0.048". This can cause damage to the clave spike component and/or obstruct flow. Although the involved devices were not returned for confirmation, both the facilities internal investigation and the clave mfrs/distributors investigations have concluded that the reported product issue was caused due to user error. Additionally, the reported product (breakage) issue did not cause or contribute to the pt outcome.